Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a right ventricular high voltage damaged grommet. The returned device indicated foreign material on right ventricular high voltage set screw. The returned device indicated the right ventricular set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to insert the rv coil pin into the connector; however, the pin would not go through. The physician tried to loosen the setscrew, but the setscrew remained on the wrench. The physician put the setscrew back, but opted to replace the device. No patient complications have been reported as a result of this event.